Manufacturer narrative:
Follow-up #2 (06/13/2014). Correction:in the field for follow-up report #1 (submitted on 6/6/2014), the date received by manufacturer should have been 6/3/14 not 4/8/14.additional information:the usb cable and ac power adapter involved with this complaint was returned on 4/8/14 and evaluated by lifescan product analysis on 6/3/14 with the following findings:the usb cable and ac power adapter have passed testing with no faults found. The complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/06/2014) - device evaluation: the meter involved with this complaint was returned on 4/8/14 and evaluated by lifescan product analysis on 6/3/14 with the following findings: the meter has passed testing with no faults found. The complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging does not hold charge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.